Event description:
It was reported to philips that the device had a defective ac module, the ac led light does not come on when connected to an outlet. There was no reported patient or user involvement and no adverse patient/user impact.